Event description:
The facility representative reported a colleague volumetric infusion pump which sounded an air in line alarm during patient therapy in the medical surgery unit. This condition may have been a false air in line alarm. No patient injury or medical intervention resulted from the event. This device is a remediated colleague pump with a user interface module software version of 5.09.90. No additional information was available at this time.

Manufacturer narrative:
(B)(4). Device evaluation: this device was returned to baxter for evaluation. A visual inspection was performed. The reported condition of an air in line alarm was confirmed. The root cause could not be determined. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service. A follow up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4), the root cause investigation for the reported problem is in progress through mdq-CAPA-(B)(4).

Event description:
The facility representative reported a colleague volumetric infusion pump which sounded an air in line alarm which interrupted patient therapy in the medical surgery unit. No patient injury or medical intervention resulted from the event. The current software version of this device is unknown. No additional information was available at this time.

Manufacturer narrative:
(B)(4). The device has been received by baxter for evaluation; however, the evaluation has not yet been completed. A follow up report will be submitted upon completion of the evaluation or should additional information become available.

Manufacturer narrative:
(B)(4).